Manufacturer narrative:
Additional information: post market vigilance (pmv) led an evaluation of one device. The reported condition for this incident was that instrument did not fire. Visual inspection noted the reload was prefired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the first manual stapling handle and reload were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The trigger component broke off of the device but did not fall into the cavity of the patient. The second manual stapling handle and reload also were not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The trigger component also broke off of the device but did not fall into the cavity of the patient. No patient injury reported.